Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision surgery for nonunion performed on (B)(6) 2016, non -synthes device (nail) was removed. During unknown synthes nail implantation procedure, surgeon was not able to remove entire housing construct (130 degree aiming arm, blade / screw guide sleeve, buttress compression nut, helical blade and screw coupling screw, blade inserter). There was 2 minutes delay in surgery. Procedure was completed successfully. The patient is reported as stable. Date of original implant is unknown. This event is for patient 1. Event for patients 2, 3, and 4 are captured under linked complaints (B)(4) respectively. This is report 3 of 4 for (B)(4).